Event description:
Pt alleging their meter had no power, they attempted to place a new battery in the meter, but still no power. No symptoms reported. No adverse event reported. The issue was not resolved with troubleshooting. The meter has been replaced.